Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the stylet experienced great difficulty inserting into the lead during initial entry and subsequent placement in the right ventricular (rv). Multiple stylets were used, but all stylets were packaged with the lead. It was suggested that there was constriction of the lead lumen, since all stylet insertion occurred with the lead inside a 7fr introducer and two 7fr. Introducers were used at this point. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in blood. The analyst noted that destructive analysis was performed and a dried blood obstruction was found at 6cm (from the proximal end) in the distal conductor. If information is provided in the future, a supplemental report will be issued.